Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump sprayed insulin when the act button was held down. The customer reported that this was a recurring issue that had recently become worse. Blood glucose level at the time of the incident was 119 mg/dl. During troubleshooting, the customer reported that the device's motor did not slow down after releasing the act button. The customer was advised that the device would be replaced but will not return the insulin pump for analysis.